Manufacturer narrative:
Film evaluation summary; the exact cause and source of the endoleak seen 4 days post implant could not be determined from the films provided. Pre-implant CT¿s revealed that the patient had bi-lobal infrarenal aaa¿s measuring 57mm and 52mm in diameter, and the aorta and iliac arteries were extensively calcified. The proximal neck was barrel-shaped, ranging from 21 ¿ 28 ¿ 20mm in diameter, and the distal aorta was ringed with calcification measuring 20 x 25mm in diameter. The common iliac arteries were also extensively calcified bilaterally. The vessel diameter of the right common iliac ranged from 16 ¿ 20 ¿ 15mm, and along the length of the left common iliac measured 11 ¿ 16 ¿ 15mm in diameter. Films during implant were not provided. CT¿s returned 4 days post-implant revealed an endoleak within the distal sac surrounding both iliac limbs. The source of the endoleak could not be confirmed. It is possible that this was a distal type I endoleak, from either or both iliac limbs, possibly caused by implanting within the extensively calcified iliac arteries.. A type ii or a late type IV endoleak also cannot be ruled out. Pending CT follow-up, or angiogram with endoleak interrogation, to assist with the determination of the endoleak type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58mm abdominal aortic aneurysm. The diameter of the rcia (right common iliac artery) measured 15.8mm. It was reported angiography at the end of the index procedure did not show any obvious endoleak. However, CT angiography prior to hospital discharge revealed a type ib endoleak from the right cia. Per the physician the cause of the event is anatomy related due to severe calcification of the cia. No additional clinical sequelae were reported and the patient will be monitored.